Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic legal received information from the attorney of the family on november 24, 2021 regarding minimed 600 series pump may be the subject of litigation. No further details were provided at that time. On december 21, 2022, additional information was received that the customer allegedly suffered episodes of hyperglycemia due to under delivery of insulin which led to emergency medical treatment on the following dates: may 3, 218, september 26, 2019 and december 12, 2019. Reporter alleged that the device was defective and they were not aware of the pump recall. Reporter alleged that the customer woke up in the middle of the night and was extremely nauseous with blood glucose of over 400 mg/dl. Customer treated with bolus via insulin pump. Blood glucose was not going down and ambulance was dispatched and took the customer to the emergency room where they received treatment. Blood glucose was 543 mg/dl upon arrival at the hospital. The allegation did not specify the pump identifier (serial number) that was in use at the time of the incident. If and when additional details become available, the information will be supplemented. Mmt332-rsvr, unomed, mmt7020-snsr, mmt7811-xmtr.